Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Review of the programmer printouts noted an alert for possible output damage. The device was tested on the bench and no anomaly was found. The cause of the alert could not be determined.